Manufacturer narrative:
Initial.

Event description:
It was reported that the user removed a freesytle libre 3+ sensor overnight, did not enter a fingerstick value into the ilet, and did not start a new sensor, which resulted in a dosing stopped alert; the user later applied and successfully paired a new libre 3+ after receiving troubleshooting and education on proper steps to prevent dosing suspension. Symptoms included no reported adverse symptoms, and the user stated feeling fine. Outcomes included temporary suspension of automated insulin dosing with restoration of functionality after sensor replacement and successful scan. Investigation included remote troubleshooting, user education on correct workflow, and verification that the new sensor was started and paired. Investigation of this case revealed user handling and workflow error leading to dosing suspension, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to not providing a required fingerstick or starting a new sensor prior to continued dosing.